Event description:
A pt self-tester reports that protime microcoagulation system was running lower than lab reference. On (B)(6) 2011, protime generated inr 2.0, lab generated inr 2.5. She had knee surgery (B)(6) 2011 and stopped taking coumadin and was on lovenox. She had since stopped taking lovenox (last dose 5 weeks prior) and was back on coumadin. Her physician had been increasing her coumadin doses based on the protime result. Lovenox is a trade name of low molecular weight heparin. The protime package insert indicates in the "limitations" section that "results may be affected in pts receiving heparin on who have an abnormal response to heparin". Pt's therapeutic range is inr 2.5 to 3.0. No adverse event (s) reported.

Manufacturer narrative:
(B)(4) (cuvette lot# d1k3h168). Actual device involved in incident evaluated. Instrument device history record reviewed and device history record for cuvette lot was also reviewed. There are no ncmrs and instrument and cuvette met all qc specs. There were no complaint trends or related CAPA/ncrs identified. Record eval completed. Device operated according to specs. Complaint could not be confirmed. Device evaluated and alleged failure could not be duplicated. Itc has requested all data required for form 3500a.